Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that 5 years post-op the patient developed bedsores while being bedridden and it was found that the rod stuck out of the patient¿s skin. A revision surgery has been scheduled. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.